Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Boston scientific technical services (ts) reviewed the episodes and discussed that the noise was consistent with oversensing of the minute ventilation feature and discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.